Manufacturer narrative:
Result: load cell and load cell cable. Conclusion code: scale calibrated.

Event description:
It was reported by service report that the scale was inaccurate. There was pt involvement; however, no adverse consequences were reported.